Event description:
The customer reported to customer service that the power supply for her pump had "exploded." No injuries reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer on (B)(6) 2012, she indicated the plastic case of the adapter started to crumble apart into pieces and the inside of it was falling apart. As of the date of this report, the power supply has not been received. However, the customer reported the power supply "exploded" and crumbled, which would present a safety risk. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a supplemental report will be filed. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.